Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported the insulin pump had critical pump errors alarm. Customer blood glucose reading was 14 mmol/l. Customer cannot recall the cause of the error. Insulin pump will be returning for analysis.

Manufacturer narrative:
The device was received with a critical pump error an pump error 35 found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured and unable to perform functional test including self test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.